Manufacturer narrative:
(B)(4). Date sent: 04/30/2021. D4: batch # t5dv63. H6: component code = others (g07). Device analysis: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cs40g device was received with no apparent damage and with a reload present. The reload was received void of staples, with the washer completely cut, drivers exposed, and the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line and the staple line were completed and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: always ensure complete jaw closure prior to firing. Before firing, verify that the intended tissue is in the closed jaws of the instrument. If the pin is not properly positioned, staples may not form properly, which may result in leakage or disruption of the staple line. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: (B)(6) 2021 batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested, and the following was received: did the device cut? Yes. If the device cut/fired, was the cut line complete? Yes. Did the device staple? No. If the device stapled/fired, was the staple line complete? No. If the device stapled, was the shape of the staples (b-formation, irregular, unformed)? Irregular. Did the device close? Yes. Did the device fire? Yes. Did the device open? Yes. Was the device difficult to close on the tissue? No. Was the device difficult to fire? No. Was the device difficult to open? No. On which firing did this occur? First. Did the tissue retaining pin lock into the correct position? Yes.

Event description:
It was reported that during a lar case the cartridge got misfired. The procedure was delayed by 30-minutes. Transection done with suture. No fragments generated and the case was completed successfully with no patient consequences.